Event description:
The customer called to report an auto off alarm. The customer then mentioned that she was hospitalized for low blood glucose levels. The customer stated that the insulin pump is fine, she just over treated for a previous high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.